Manufacturer narrative:
The customer¿s report that an infusion of propofol infused faster than expected was not confirmed in the pcu event logs or replicated during testing. The review of the pcu event log confirmed 2 different infusion of medication propofol (drug ID 440) on (B)(6) 2017. The log noted the infusions did not complete but were manually discontinued with the user channeling off the devices. The log recorded lvp s/n (B)(4) selected on (B)(6), 2017 at 2:01 am and programmed to infuse drug ID 440 at 6.24ml/hour vtbi 90ml. At 2:02 am, the lvp alarmed for ¿patient side occlusion¿. The pump was restarted. At 2:49 am the lvp was selected and a dose change was made. The dose change lowered the infusion rate to 3.12ml/hour. At 3:58 am, the lvp alarmed ¿air in line¿. The lvp was ¿channeled off¿ at 4:16 am (calculated volume infused 8.402ml). At 4:29 am, the lvp was selected and the previous programmed infusion of drug ID 440 was restored, rate 3.12ml/hour vtbi 81.598ml. At 4:26 am, the lvp alarmed for an ¿infusor door open¿ followed by an ¿infusor door closed¿. At 4:27 am the lvp restarted, however the lvp alarmed with a ¿patient side occlusion¿. The lvp was restarted. At 5:48 am the lvp was ¿channeled off¿ (calculated volume infused 4.219ml). At 5:58 am, the lvp was removed. The source pump module was tested and found to be operating within specifications. Visual inspection of the source pump module observed impact marks on the rear case and door. The platen (date code 4/14, april 2014), was observed with a broken upper hinge post. The root cause that an infusion of propofol infused faster than expected was not identified; however in previous investigations broken platen posts have resulted in unregulated flow depending on how the broken platen orients when the door is closed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a propofol (100 ml) expected to infuse at 3.1 ml/hr infused faster than expected in 2 hours in the trauma/surgical ICU. No patient harm was reported.